Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad trace. No button error alarm. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported by the customer that his insulin pump was alarming button error. Advised customer to discontinue use of device and revert to back up plan. Customer stated he does not recall any significant events that led to the alarm or if the device was dropped, but may have been exposed to perspiration. Customer's blood glucose level was 216 mg/dl at time of reporting. Nothing further reported.